Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to fill reservoir past 5.5 and received insulin flow blocked. Customer reported that issue occurred excessively after getting insulin pump wet the day prior to call. Customer's blood glucose was 205 mg/dl. Troubleshooting could not continue as a result and customer was advised that insulin pump would need to be replaced.